Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed that the cathode coils were stretched in the neck region of the lead; approximately 583 to 585 millimeters from the terminal pin. The stretched coils were likely induced in the field during the implant procedure. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant of this lead, an absence of intrinsic impedance was noted during stimulation. Additional information had been requested; however, was unsuccessful. No adverse patient effects were reported.